Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump alarmed motor error after having an MRI. It was stated the customer also went for an x-ray while wearing the device a few weeks ago. It was stated that the insulin pump has a possible issue with the insulin delivery and has stopped temporally. Troubleshooting was performed. Ran a displacement test and the test failed. Advised to discontinue use of the insulin pump and revert to back up plan. No further info was provided.